Manufacturer narrative:
Additional information: five samples were received for evaluation from p/n 21-7106-2 and the samples were received in unused conditions within their original package. The samples were visually inspected at a distance of 12" under normal conditions of illumination and no discrepancies were detected. The samples returned were tested using the hydrostatic vessel in order to detect any discrepancies that could affect the product functionality. Reported that no discrepancies were found. The customer reported: "customer complained of 2 x leaking tubes" was not duplicated. No root cause has to be determined since no leaks were found in the samples returned for evaluation. No corrective actions are required since the complaint was not confirmed. Production personnel was notified by the quality engineer of the failure mode reported by the customer.

Event description:
Information was received indicating that a smiths medical cadd extension set was leaking during use. No patient consequences were reported. No adverse effects were reported.